Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion tests. No motor error alarm was noted during testing. The device was unable to undergo the prime test due to a faulty force sensor resistor (gold). No excessive no delivery alarm was noted. The motor was tested outside of the device and passed. The following cosmetic damage was also found: cracked reservoir tube lip, minor scratches on the display window, cracked case at a display window corner, cracked battery tube threads, a cracked reservoir tube, and a missing end cap sticker.

Event description:
Customer reported via phone call that the insulin pump alarmed with a motor error. The patient's blood glucose at the time of incident was 315 mg/dl. Troubleshooting was initiated for the motor error alarm. The customer did not recall any significant events leading to the motor error issues. The customer was able to complete the rewind sequence. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.